Event description:
It was reported that the device showed all (charge pak, attention and wrench) icons and would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return for analysis and continues to investigate the reported problem. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.